Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. Timeouts were observed in the data, however the data showed that the ratchet gear continued to rotate during these timeouts. The pod had been deactivated by the user at the end of second prime. No damages or defects were observed that would result in a needle mechanism failure, a root cause for the reported event could not be determined. Timeouts were observed in the data, however the data showed that the ratchet gear continued to rotate during these timeouts. The pod had been deactivated by the user at the end of second prime. The device was reset but the rerun was unsuccessfully. The drive mechanism was inspected, no abnormalities were noted. The cause of the observed high pulse widths and unsuccessfully rerun could not be determined. A tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. Corrosion was found on the top battery clip and chassis, caused by the internal leak. It was concluded that the internal leak did not cause the reported symptom code.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy at pod activation.